Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a distributor via email that (4) ar-1317ft nano corkscrew anchors broke during insertion after surgeon drilled bone sockets. This was discovered during an elbow synostosis procedure on (B)(6) 2022. Surgeon completed case using 2.2mm anchors instead. No further issues has been reported.